Event description:
Meter was reading inaccurately high. The patient performed two control solution tests and both failed on the high end of the control solution range. The patient obtained three control solution results of 6.9, 7.1, and 6.7 mmol/l. The patient contacted his nurse for advice and his novamix 30 was increased to 22 units. The reason for the adjustments was that the patient obtained a result of 11.0 mmol/l. No other medical treatment or intervention was reported. The test strips were in good condition and the codes matched.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.